Event description:
Information was received indicating that during a cardiac catheterization procedure, this inflation syringe system did not develop pressure. The product was immediately replaced. No adverse patient effects were reported.

Manufacturer narrative:
One medflator®ii inflation syringe was returned for analysis. Upon visual exam the unit appeared to be assembled correctly with the parts that had been returned. Cracking was noted under magnification at the bonding area of the syringe to the adaptor plate. Unit was functionally tested by manually plugging the end of the tubing and manually applying pressure using the syringe. While applying pressure the unit was found to leak at the cracking area of the bonding area as noted in the visual inspection. No product remaining with lot# listed on DHR of the two bonded components for dimensional inspection. Units are 100% leak tested prior to finished assembly and would have passed specifications to complete the manufacturing process. Based on the evidence, the allegation was confirmed. However, the time frame of cracking was unable to be determined.